Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into the patient? Yes . Was additional tissue incision required to retrieve the needle? No . Did this needle pull-off event caused the need for a new eight-wire valve suture and additional suturation? Yes . Were there any unexpected outcomes or complications as a result of this needle pull-off event? No, not that anyone is aware of right now anyway. Was the patient treatment altered in anyway due to the needle pull-off event? If yes, please explain no what is the lot number of the product used? Lotnr: xnmeh7715n.p39.

Event description:
It was reported that a patient underwent unknown procedure on unknown date and suture was used. The needle released from the suture and was found at the end of the procedure. A new eight -wire valve suture was obtained and additional saturation was required. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). An empty opened folder and a detached needle were returned for analysis. The suture was not sent. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The condition of the device suggests an improper handling of the sample.